Event description:
A pt's device had to be charged more often then expected. Low/out of range impedance measurements of less then 50 ohms occurred on electrodes 6-7. A company representative reprogrammed the device to exclude electrodes 6-7, and stimulation was indicated as being ok. No further info was reported in regards to any possible additional intervention or pt's outcome. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).